Event description:
International customer reported that a pt underwent an atrial-septal defect repair in 2007. The pt presented with cardiac regurgitation in 2008. The pt subsequently developed pulmonary stenosis, and was returned to surgery at about 7 months later, at which time, the surgeon reports finding the suture broken. The pt was repaired, and is reported as "good".

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.